Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: investigators were unable to duplicate blank display screen. There was no defect found.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.